Event description:
The user reported the centrifugal control module stopped due to an issue with the flow. No other details regarding the nature of the issue were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.